Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and crown were placed in ada site 10, a failure occurred upon insertion in type iii bone. Clinician reports poor bone quality, periodontal disease and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and crown were placed in ada site 10, a failure occurred upon insertion in type iii bone. Clinician reports poor bone quality, periodontal disease and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).